Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced discolored / abnormal additive form, and samples issues where they were not stored at the proper temperature. This event occurred once. The following information was provided by the initial reporter. The customer stated: during the medical examination in (B)(6) 2022, some of the gel components in the vacuum blood collection tubes were dissolved due to temperature or storage conditions.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, thirty (30) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to additive abnormality as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode additive abnormality. Bd was not able to identify a root cause for the indicated failure mode.